Manufacturer narrative:
Continuation of d10: product ID 977c165 serial: (B)(6). Product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The reason for call was that they were having all kinds of problems. Patient stated that they had fallen three times this week. Patient said that the stimulation would start in their back and start working its way up to their legs, but when they went to stand up or anything, their legs were still weak and they couldn't stand up. Patient had the stimulation shut off completely due to the falls. Agent asked the patient if they were experiencing any pain near the implant site and patient said not by the device itself, but they were trying to get in contact with their surgeon because the stitches were taken out last week and they did "steri" strips and the site had opened all the way around and had white spots on each end. Patient noted that the site was hot to the touch and was wondering if it was infected. Rep reported possible infection. Redness, swelling, warmth/hot. Patient saw doctor on (B)(6) 2024, and antibiotics were ordered.